Event description:
It was reported that last night, they were getting an error message rm03 when they tried to charge the implant. Patient (pt) stated the controller was charging fine and they just couldn't charge the implant. When asked, pt mentioned the recharger would get a little warm after charging the implant. Agent had pt reset the controller and pt mentioned that they didn't bring the recharger with them. Agent reviewed resetting the controller and cleaning the connections help resolve the issue. Pt will call back if they still have issues charging the implant. Pt states when they are trying to charge the implant the controller will stop the charge and show rm03. Resetting controller does not resolve the issue. Pt also states when the are trying to charge the implant the recharger(rtm) gets really hot. Pt states they see no visual damage to the rtm. Agent sent request to repair to replace the rtm. Pt will call back if they need further assistance.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of recharger; model #: 97755-s; s/n:(B)(6) reveled poor recharge quality message. The arrow is rubbing off which does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.